Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s first ins was originally implanted on the right hand side of their body and it worked for a while, but then they went to a spa and ¿it started to come out¿. The ins was replaced and revised to the other side of the patient¿s body. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.